Event description:
A customer contacted baxter's technical service center reporting a check supply line alarm during prime on the home choice (hc) and the home patient (hp) disconnected the old bag and added the new one to the supply line. The technical service representative (tsr) instructed the home patient (hp) to check the supply line for any problems. The hp stated the solution was not coming out. The tsr then instructed the hp to add a new bag of solution to the extra line that she was not using. The hp stated she must of misunderstood the tsr because she disconnected the old bag and added the new one to the supply line. The tsr then instructed the hp to cycle power off/on and start over with all new supplies. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding changing out the supply bag that was connected with a new bag. Ps advised the hp that it is not recommended to change out solution bags once they are connected and the hp understood. The hp stated she started over with new supplies and resumed therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for use error reuse of single use product is confirmed because the patient replaced solution bags without switching the disposable set out. Reusing the disposable set can result in contamination. Patients are advised to end therapy if a bag becomes disconnected. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.